Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure the surgeon tried to fixate a 3dmax mesh using optifix straight fixation device. It was reported that after successful deployment of 15 fasteners, one of the fasteners broke into two pieces and was removed from the device. It was also reported that the fastener released further was not straight (crooked) and deploying sideways. The surgeon used a capsure fixation device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken and crooked fasteners. Evaluation of the sample finds that the reported broken fasteners found is a known result of bent guide wire and bent backup tabs. The guide wire is found to be bent from applied forces when in use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿